Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
An affiliate reported that the balloon of a 3.5 x 18 mm cypher select plus could not be inflated to deploy the stent due to a hub crack. The target lesion was in the proximal to mid left anterior descending artery. The device was easily removed from the packaging and was prepped in the usual fashion. An (B) (4) inflation device that had been used successfully with other devices, was used to inflate the cypher balloon. The balloon could not be inflated due to a slow leak from the cypher hub. The procedure was completed with another 3.5 x 18mm cypher select plus without incident. There was no reported pt injury.